Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation for the event of noise was generated due to breakage of the imaging section, and no image showed up, it is presumed that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. Based on the results of the investigation for the event of noise was generated due to breakage of the circuit board on the video connector section, and no image showed up, it is presumed that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event of noise was generated due to breakage of the imaging section, and no image showed up, can be detected/prevented by following the instructions for use: it was confirmed that instructions for ltf-s190-5/10 operation manual, chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. The event of noise was generated due to breakage of the circuit board on the video connector section, and no image showed up, can be detected/prevented by following the instructions for use: it was confirmed that instructions for ltf-s190-5/10 operation manual, chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited noise due to damage to the imaging unit and the board in the video connector. No imagewas displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.